Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was unable test the unit for functionality because the unit was returned in the lockout position. The device was disassembled for further evaluation and all components met specifications. The root cause of the clips cutting the vessel could not be determined as engineering was unable replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "During use the device cut the vessel instead of clipping. Another device was used." Patient status unknown.